Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-01094, 2017865-2021-01095. It was reported that patient experienced a pacemaker and lead infection. Lead vegetation was observed through echography. The pacemaker system was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.